Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. G4: 510(k) no.: k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Confirmation of the provided image: it was observed that the packaging material was damaged from the inside toward the outside in the direction of the top surface of the reservoir. The manufacturing record and the shipping inspection record of the actual device: no anomaly was found. Past complaint file of the involved product code and lot: no other similar complaint was received. Based on the investigation results, no anomaly was found in the manufacturing records. As one of the possibilities, it was considered that excessive load was applied before the product was opened, resulting in tearing at the part where the product was in contact with the sterile bag. However, it was not possible to clarify when the load was applied or the cause of the occurrence. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: the sterile packaging bag was damaged. The event occurred pre-treatment; therefore, no patient was involved or harmed.